Event description:
It was reported that the patient received multiple inappropriate therapies. The lead was dislodged due to twiddlers syndrome. The lead was capped. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.